Event description:
It is reported that the pt is experiencing occasional clicking during walking.

Manufacturer narrative:
This phenomenon is stated to have begun after the devices were in-vivo for 4 years. The devices remain implanted, therefore their conditions are unk. Primary operative notes were very brief, and gave no indications of a root cause. The devices were used in the treatment of a disease. Product compatibility was reviewed with no issues noted. No additional complaints have been received from any of the product mfg lots. With the info provided, there is no indication that the devices failed to meet specification, and a definitive root cause cannot be determined.